Manufacturer narrative:
Device photo evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported left side 'rupture of device.' Device has been explanted.

Event description:
Healthcare professional reported left side 'rupture of device.' Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) and missing assessed as inconclusive . (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side 'rupture of device.' Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported left side 'rupture of device.' Device has been explanted.